Event description:
Pt had portacath accessed with 22 x 3/4" gripper. Had normal saline running at 150 cc/hour. When chemo was hung and the rate increased, the side injection port flew off and intravenous fluid poured out of the injection port.